Event description:
A customer reported experiencing continuous irrigation during a cataract extraction procedure. An alternate sys was used to complete the case without harm to the pt.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the customer reported problem; the continuous irrigation was functioning properly and turned on and off as manually requested. The sys was then tested and met product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).